Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that multiple intermittent power source alerts occurred. There was no reported adverse impact to customer's blood glucose level. The customer continued to use the pump for insulin therapy.